Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated and the no delivery alarm issue was resolved with a complete set change. The customer also mentioned an issue with a bent cannula. Her blood glucose was in the 300 mg/dl and 400 mg/dl range. She stated that that's when she feels the high blood glucose but did not specify any particular symptoms. The customer treated the high blood glucose with a complete set change and a manual bolus. No products were returned or replaced.